Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the second episode of fallopian tube perforation ("right fallopian tube was not fully occluded/migration of essure device/perforation of right fallopian tube"), the first episode of fallopian tube perforation ("right fallopian tube was not fully occluded/migration of essure device/perforation of right fallopian tube/coil was not located during right-sided salpingectomy procedure") and genital haemorrhage ("bleeding") in a 39-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's previously administered products included for birth control: zovia 1/35e from 2005 to 2012. Concomitant products included eugynon (aviane) since (B)(6) 2014 and ovulen 50 (zovia) since (B)(6) 2014 for birth control as well as anacin (aspirin w/caffeine) from (B)(6) 2013 to (B)(6) 2013, ibuprofen since (B)(6) 2012 and vicodin (norco) since (B)(6) 2012 to 2016. In (B)(6) 2012, the patient experienced abdominal distension ("bloating"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) (right>left)"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain"). On (B)(6) 2013, 5 months 5 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infections") with micturition urgency, dysuria, bladder discomfort and pollakiuria. On (B)(6) 2013, the patient experienced the first episode of fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion ("expelled one essure insert while on her menses"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vulvovaginal burning sensation and vulvovaginal pruritus. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) couldn't perform intercourse due to discomfort"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pruritus ("pruritus"). In (B)(6) 2015, the patient experienced emotional distress ("emotional anguish"). On an unknown date, the patient experienced the second episode of fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("sharp pains"), procedural pain ("painful post-operative recovery."), vulvovaginitis ("vulvovaginitis") and adnexa uteri cyst ("fallopian tube with paratubal cyst"). The patient was treated with citalopram hydrobromide (celexa), ciprofloxacin (cipro), surgery (right salpingectomy to remove the essure device (B)(6) 2013) and surgery (right salpingectomy to remove the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the last episode of fallopian tube perforation, pelvic pain, dyspareunia, abdominal distension, urinary tract infection, pain, abdominal pain lower, procedural pain and device expulsion had not resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the vulvovaginitis, bacterial vaginosis, female sexual dysfunction, emotional distress, dysmenorrhoea, pruritus and adnexa uteri cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, female sexual dysfunction, genital haemorrhage, menorrhagia, pain, pelvic pain, procedural pain, pruritus, urinary tract infection, vaginal haemorrhage, vulvovaginitis, the first episode of fallopian tube perforation and the second episode of fallopian tube perforation to be related to essure. The reporter commented: during the insertion procedure, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 13 coils left: 6coils. The patient tolerated the procedure well. On or about (B)(6) 2013, plaintiff underwent a right salpingectomy to remove the essure device. However, plaintiff s right essure coil was not located during the surgery and as a result was not removed. She is currently investigating her options for removal of the remaining essure device. Insertion: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 13 coils left: 6coils. The patient tolerated the procedure well. Procedures: laparoscopy partial right salpingectomy condition on discharge: preoperative and postoperative diagnosis: sterilization procedure findings: the tubes and ovaries appeared normal. The essure device was not in the abdominal cavity. Three months following removal the patient's bleeding decreased. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. On (B)(6) 2013, hysterosalpingogram was performed by confirming full occlusion of left fallopian tube and right fallopian tube was not fully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital bleeding, device ineffective, urinary tract infection, fallopian tube cyst, device expulsion, bacterial vaginosis, vulvovaginal pruritus and vulvovaginal burning sensation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube was not fully occluded/migration of essure device/perforation of right fallopian tube"), device dislocation ("right fallopian tube was not fully occluded/migration of essure device/perforation of right fallopian tube/coil was not located during right-sided salpingectomy procedure") and genital haemorrhage ("bleeding") in a 39-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube." The patient's previously administered products included for birth control: zovia 1/35e from 2005 to 2012. Concomitant products included eugynon (aviane) since 4-dec-2014 and ovulen 50 (zovia) since 4-dec-2014 for birth control as well as anacin (aspirin w/caffeine) from may 2013 to june 2013, ibuprofen since october 2012 and vicodin (norco) since october 2012 to 2016. In (B)(6) 2012, the patient experienced abdominal distension ("bloating"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) (right>left)"). In march 2013, the patient experienced pelvic pain ("pelvic pain/pain"). On (B)(6) 2013, 5 months 5 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infections") with micturition urgency, dysuria, bladder discomfort and pollakiuria. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion ("expelled one essure insert while on her menses"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vulvovaginal burning sensation and vulvovaginal pruritus. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) couldn't perform intercourse due to discomfort"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pruritus ("pruritus"). In (B)(6) 2015, the patient experienced emotional distress ("emotional anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("sharp pains"), procedural pain ("painful post-operative recovery."), vulvovaginitis ("vulvovaginitis") and fallopian tube cyst ("fallopian tube with paratubal cyst"). The patient was treated with citalopram hydrobromide (celexa), ciprofloxacin (cipro), surgery (right salpingectomy to remove the essure device 31-may-2013) and surgery (right salpingectomy to remove the essure device). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, dyspareunia, abdominal distension, urinary tract infection, pain, abdominal pain lower, procedural pain and device expulsion had not resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the vulvovaginitis, bacterial vaginosis, female sexual dysfunction, emotional distress, dysmenorrhoea, pruritus and fallopian tube cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, bacterial vaginosis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube cyst, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pain, pelvic pain, procedural pain, pruritus, urinary tract infection, vaginal haemorrhage and vulvovaginitis to be related to essure. The reporter commented: during the insertion procedure, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 13 coils left: 6coils. The patient tolerated the procedure well. On or about (B)(6) 2013, plaintiff underwent a right salpingectomy to remove the essure device. However, plaintiff s right essure coil was not located during the surgery and as a result was not removed. She is currently investigating her options for removal of the remaining essure device. Insertion: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 13 coils left: 6coils. The patient tolerated the procedure well. Procedures: laparoscopy partial right salpingectomy condition on discharge: preoperative and postoperative diagnosis: sterilization procedure findings: the tubes and ovaries appeared normal. The essure device was not in the abdominal cavity. Three months following removal the patient's bleeding decreased. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative on (B)(6) 2013,hysterosalpingogram was performed by confirming full occlusion of left fallopian tube and right fallopian tube was not fully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital bleeidng, device ineffecitve, urinary tract infection, fallopian tube cyst, device expulsion, bacterial vaginosis, vulvovaginal pruritus and vulvovaginal burning sensation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. New reporter added. Patient's demographic information and relevant history added. Concomitant medication added. Lot numer (a33564) added. Per plaintiff fact sheet, events urinary tract infections (onset date (B)(6) 2013), symptoms: urinary urgency and increase frequency dysuria, painful urination bladder pressure), severe cramping (B)(6) 2012), abnormal bleeding (vaginal) abnormal bleeding (menorrhagia), vulvovaginitis, bacterial vaginosis (symptoms: vaginal burning vulvar itching/vaginal itching), apareunia (inability to have sexual intercourse - couldn't perform intercourse due to discomfort), emotional anguish, dysmenorrhea (cramping) (right>left), fallopian tube with paratubal cyst and pruritus were added. On (B)(6) 2018: mr received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right fallopian tube was not fully occluded/migration of essure device/perforation of right fallopian tube"), device dislocation ("right fallopian tube was not fully occluded/migration of essure device/perforation of right fallopian tube") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("expelled one essure insert while on her menses"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), urinary tract infection ("urinary tract infections"), pain ("sharp pains"), abdominal pain lower ("severe cramping") and procedural pain ("painful post-operative recovery."). The patient was treated with surgery (right salpingectomy to remove the essure device) and surgery (right salpingectomy to remove the essure device). Essure dose was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, abdominal distension, urinary tract infection, pain, abdominal pain lower, procedural pain and device expulsion had not resolved. The reporter considered abdominal distension, abdominal pain lower, device dislocation, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, pain, pelvic pain, procedural pain and urinary tract infection to be related to essure. The reporter commented: on or about (B)(6) 2013, plaintiff underwent a right salpingectomy to remove the essure device. However, plaintiff s right essure coil was not located during the surgery and as a result was not removed. She is currently investigating her options for removal of the remaining essure device. Diagnostic results: on (B)(6) 2013, hysterosalpingogram was performed by confirming full occlusion of left fallopian tube and right fallopian tube was not fully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.